Event description:
The customer reported via phone call that the transmitter was not blinking when attempting to connect the sensor with the transmitter. The customer's blood glucose was unknown. The customer also stated that there was no sensor cannula attached to the sensor base. The customer was advised to check if the sensor was bent, damaged or retracted. The customer advised that if the insertion site was uncomfortable to get an x-ray and to monitor the insertion site. The customer was advised that the sensor would be replaced. The customer returned the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor; unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.